Manufacturer narrative:
(B)(4). Approximate age of device - 3 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient developed a chronic infection at the driveline exit site with drainage, erythema, and tenderness. The onset and duration of the infection was not reported. Multiple swab cultures from the wound had been positive. Unspecified intravenous antibiotics had been administered since the onset of the infection. The patient had reportedly gained a lot of weight which likely caused the driveline to be pulled-in as the stomach expanded. The patient had also started doing the dressings without proper training. A pump exchange was performed on (B)(6) 2017 due to the chronic driveline infection. It was reported that the pump will not be returned to the manufacturer for evaluation. No other information was provided.

Manufacturer narrative:
The explanted device was not returned for evaluation. A direct correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The patient remains ongoing with the replacement device and no further issues have been reported at this time. The manufacturer is closing the file on this event.